Event description:
Report was received from a physician via customer service returned of anterior chamber iol model uv65b/+18.5(d) which was implanted into a woman's right eye on 1/15/96. Anisometropia was reported as this woman continued to have vision problems with a post operative refraction of +3. The physician questioned as to whether the power of the lens was correct. Subsequently, the anterior iol was explanted and a posterior chamber lens was implanted and sutured in place (9/96). This woman had previously had a cataract extraction of her left eye with no problems. After surgery, her vision is improved wirh 20/40 vision uncorrected. Add'l info is being sought. The lens is being returned for eval.